Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during laser assisted cataract surgery, the fragmentation pattern was placed too posteriorly and cut the posterior capsule in the right eye. The physician was able to implant the planned toric intraocular lens and no vitrectomy was required. The patient was not doing well at one day post operative visit and had possible corneal swelling. The patient will be seen again in two weeks. Additional information received reported a posterior capsule rupture occurred. The patient complained of blurry vision on post operative visit.

Manufacturer narrative:
The company service representative examined the system and found that the arm return mirror within the surgical focusing module (sfm) would not align into the required positions. The company service representative replaced the nonconforming surgical focusing module (sfm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming arm return mirror within the surgical focusing module (sfm). The manufacturer internal reference number is: (B)(4).